Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and device status, but further information was unable to be obtained.

Event description:
It was reported that balloon ruptured. A 4.00 x 15mm agent dcb balloon was selected for the selected for percutaneous coronary intervention (pci). During the procedure, upon inflation balloon ruptured. There was no patient complication reported.

Event description:
It was reported that balloon ruptured. A 4.00 x 15mm agent dcb balloon was selected for the selected for percutaneous coronary intervention (pci). During the procedure, upon inflation balloon ruptured. There was no patient complication reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Visual, tactile, and microscopic testing was performed on the device. A 9mm longitudinal tear in the proximal section of the balloon. No other device issues were identified during returned product analysis.